Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6947 implantable high voltage lead (B)(6) 2004. (B)(4).

Event description:
It was reported by remote transmission the atrial lead had far field r-wave over sensing. The lead remains in use. No patient complications were reported as a result of this event.